Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2019, the patient was followed up in the affiliated hospital of (B)(6). The probe of the pacing system analyzer showed no response, the frequency of the magnet did not change, and the heart rate of the patient was 37 to 38min-1, indicating that the battery was exhausted. It was implanted on (B)(6) 2015 and used for only 5 years and 7 months.

Event description:
On (B)(6) 2019, the patient was followed up in the affiliated hospital of (B)(6) medical . The probe of the pacing system analyzer showed no response, the frequency of the magnet did not change, and the heart rate of the patient was 37 to 38min-1, indicating that the battery was exhausted. It was implanted on (B)(6), 2015 and used for only 5 years and 7 months.

Manufacturer narrative:
Please refer to the attached analysis report.